Event description:
It was initially reported as of the date of this report that the catheter had dislodged out of it (intrathecal) space or the catheter was leaking from the it site. This began early (B)(6) 2013 and they had kept increasing it the daily dose with no response from the patient (please refer to MFR report # 3004209178-2014-01018 for a prior catheter revision in early (B)(6) 2013). Patient had also been on another form of pain med and had not been receiving the programmed daily dose due to this issue. Late (B)(6) 2013 a catheter dye study was attempted but aborted as they were unable to aspirate from the cap (catheter access port). A revision was scheduled for monday (B)(6) 2014 @ 0730. Drug delivered via the pump was fentanyl. It was later reported that in late (B)(6), patient started having symptoms of withdrawal and csf (cerebrospinal fluid) leak; also ¿sibq fluid evident at catheter insertion site¿. Additional patient symptoms reported were no therapeutic relief, underdose symptoms, return of pain and headache. On (B)(6) 2014, during surgery they opened the catheter incision and discovered intrathecal segment of catheter (8709sc) was disconnected from the pin connector from the 8590-9 accessory kit. The entire catheter was replaced with a new one (8780) by making a lumbar subq incision with catheter insertion via touhy needle, tunneling to pump pocket and attached pump connector to pump and tunneled catheter. Surgeon confirmed csf flow with a 8540 catheter access port kit prior to closure. Patient was reprogrammed. It was stated that no diagnostic testing or troubleshooting was performed. Patient status at time of this report was noted to be alive - no injury. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information was received and it was reported that when the catheter was entirely removed, a blood patch was done. As of (B)(6) 2014, the patient was having better pain relief, but had a very uncomfortable headache. The patient¿s wife had contacted the physician¿s office and a nurse told her to have the patient lay flat, legs elevated on a pillow, and drink plenty of fluids. They were to report back to the clinic by friday ((B)(6) 2014) on how the patient was feeling.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8590-9, serial# unknown, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
Additional information: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter; product ID 8590-9, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).